Event description:
During the use of the rotational atherectomy device, the right coronary artery dissected. 3 intracornary stents were sucessfully placed in rca. The patient's hemodynamic status stabilized dramatically after stent placement. Patient was returned to coronary intensive care unit. Patient died suddenly on 2/26/92 of a refractory ventricular arrhythmia. Request for post-mortem was denieddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.